Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 463 mg/dl and 400 mg/dl. The customer was treated with bolus injection from the insulin pump and manual insulin. Customer was experienced symptoms like nausea. The customer also stated that they did allege insulin pump was under delivering. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer also stated that auto mode feature was active. Customer stated that they performed self and displacement test and it was passed. The insulin pump will not be returned for analysis.